Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of the examination lamp. Although the average lamp life is approximately 500 hours with continuous energization, the life may fluctuate with intermittent use. In addition, the following handling may deteriorate the heat dissipation of the examination lamp and shorten its life. The old heat compound was not wiped off sufficiently when replacing the examination lamp. The bolts were not tightened sufficiently. The clamp of the heat sink was not tightened securely. A heat compound was attached to the glass or ceramic part of the examination lamp. The amount of the heat compound applied was not adequate. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that error code e103 occured the subject device. The lightsource works normally after user replaced lamp. There was no report of patient injury associated with this event.